Manufacturer narrative:
H10 philips received a complaint by the customer on the v60 indicating that there were error messages on the display screen. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was determined that the unit had a near end pressure sensor failure. The data acquisition (da) board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. H11 problem code was corrected.

Event description:
02n/v60 ventilator/screen fault.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. Codes to use: no findings available/conclusion not yet available.